Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the device history review of this lot has been made. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2013, the head of the pedicle screw popped off. This happened as the surgeon screwed it a little backwards with the screwdriver correct in place. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Screw received with the body not attached. The screw has damage that includes the m6.5 x 0.75-6h thread being approximately 50% peeled and the spherical outer bead blasted diameter having a polished appearance. The sd25 face has nicks and scratches and deformation to the form. All described nonconformities are post manufacturing. Product is designed to pop-off and re-assemble. On the collet the interior spherical diameter cannot be measured in its manufactured split condition and on the screw the outer spherical diameter cannot be measured after finishing operation. The raw material was tested and passes specifications.

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Investigation coordinated by synthes (B)(4).  Report received indicates the complained pedicle screw was forwarded to the responsible product development center for evaluation. The investigation shows that the first prime lock thread of the bone screw is broken away on 50% of the circumference. A possible cause for the release of the screw head from the bone screw is the damaged of the rim of the bone screw. An intact spherical head of the bone screw is important for correct retention of the screw head. Possibly the tip of the retaining sleeve was not sufficiently tightened into the prime lock thread of the bone screw. Alternatively it is possible, that the prime lock connection between retaining sleeve and bone screw was inadvertently loosened by grasping the green knob during screw insertion. Both possibilities lead to insufficient engagement of the thread flanks in the prime lock thread of the bone screw. In combination with high lateral forces it can lead to overload and breaking of the remaining engaged thread flanks. The surgical technique 036.001.185 describes the handling of the retaining sleeve during screw insertion on page 12. In additional synthes offers the locking retaining sleeve (03.616.043/03.632.042) an alternative instrument which may be grasped in the area of the knob during screw insertion. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Investigation is on-going.